Manufacturer narrative:
Block h6: medical device code a050501, captures the reportable issue of bands failed to deploy. Investigation results the returned speedband, superview super 7 device was analyzed. And a visual evaluation noted, that the handle assembly and ligator head was returned with the device. The trip wire was secured in the handle assembly. And it was partially rolled in the handle assembly. It was also noted, that the trip wire was kinked at the proximal section. The suture was broken. This was likely, done to separate the device from the endoscope. It was noticed, that one section was attached to the trip wire loop. And the other section was attached to the ligator head. The ligator head returned with two bands attached to it. And the bands were moved out to their original position, indicating that the device failed to deploy. The suture hole was in good condition, and no damages were observed. Some ligator head teeth were found damaged. A functional evaluation was performed, by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No issue was noted, with the handle assembly. The kink in the trip wire could occur, during the device setup when securing the trip wire in handle slot or when rotating the handle, during the use of the device. Additionally, the ligator head teeth were bent, indicating that the component was submitted to tension forces, during the use of the device. And this could have affected the bands deployment activity leading to an improper deployment of the bands. The reported event was confirmed. This problem is likely, due to factors or conditions related to procedure, during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed, that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation, that two speedband, superview super 7 devices were used in the anus, during an internal hemorrhoids ligation treatment procedure. Performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speeband, superview super 7 device. The same issue occurred with the second speedband, superview super 7 device. Additionally, there were no difficulty experience when setting up the device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the anus during an internal hemorrhoids ligation treatment procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speeband superview super 7 device. The same issue occurred with the second speedband superview super 7 device. Additionally, there were no difficulty experience when setting up the device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.